Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "foreign material" was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between may 17, 2019 to may 19, 2019. The device was received for evaluation. A visual inspection was done and observed loose white foreign matter inside the lower right of the bag. Upon micro-ftir examination, a yellow fiber-like ribbon 0.2 mm as measured in the longest linear length was visible in the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.